Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported following fusion procedure, x-ray imaging revealed migration of left lead and both anchors. As a result, surgical intervention may be undertaken in the future.